Manufacturer narrative:
Reference number: (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in portugal underwent a procedure for the placement of a naso-jejunal (nj) tube. On (B)(6) 2023, the patient experienced fever, prostration and secretions and aspiration pneumonia was suspected. Tests were carried out and the patient was diagnosed with a hydroelectrolyte imbalance and was transferred to an intermediate care unit. On (B)(6) 2023, the patient improved.